Event description:
The report received from the (B)(4) study indicated that when during the attempt to deploy a 9x40mm precise pro rx stent, there was an inability to track the device to the lesion, the stent partially deployed and the distal tip separated. Approximately 2mm of the stent deployed in the packaging prior to use. The device was not used in the patient. The device was not used in the patient and was retrieved. An 8x40mm precise pro rx stent was used to treat the target lesion instead. At study admission, the patient's nih stroke scale score was 1 and the patient was symptomatic. Pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 7.0mm vessel diameter. The arch ii lesion was severely calcified with moderate vessel tortuousity. An 8mm medium support angioguard embolic protection device was successfully deployed at the target site and the lesion was pre-dilated and an 8x40mm precise pro rx stent was deployed. The residual diameter stenosis measured 40%. The angioguard device was removed. The patient was neurologically intact upon leaving the angio suite. There were no air bubbles noted during the procedure.

Manufacturer narrative:
The product stored, handled, inspected and prepped according to the instructions for use. It was used with a 7f cordis sheath introducer was used. The tuohy borst (hemostasis) valve was in the open position when received and the tuohy borst valve closed prior to removing the device from the tray. It is unknown if when removed from the tray was the stent still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock or flushing the sds. The patient was discharged on the following day. Nih stroke scale score was 1. Concomitant devices continued: precise pro rx stent catalog number pc0840rxc, lot number 15437644 and angioguard embolic protection device catalog number 801814rmc, lot number 70111511. Concomitant medications continued: heparin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted in the patient and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sapphire study indicated that there was an inability to track the device to the lesion, the stent partially pre-maturely deployed and the distal tip separated. Approximately 2mm of the stent had deployed in the packaging prior to use. The stent was not deployed in the patient and the sds was retrieved. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.